Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No...

Event description:
The customer reported via phone call that they experienced high blood glucose of 430 mg/dl. Customer¿s other blood glucose is 400 mg/dl. The insulin pump will not be returned for analysis.